Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had multiple cartridges in which the patient line separated from the cartridge. The customer experienced a blood glucose (bg) level of 300mg/dl and trace to large levels of ketones. The customer was to deliver a correction bolus and/or administer a manual injection to address the bg levels. The customer was to change their pump supplies to resolve the issue.